Event description:
During preparation for use for a cardiopulmonary bypass procedure, the level sensor pads unexpectedly failed to adhere to the reservoir. The user tried ten pairs of level sensor pads before using tape to make the pads stay in place. The user reported, the surgical procedure was completed successfully. Since the event took place prior to the onset of cardiopulmonary bypass, there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.